Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning triggered on the right atrial (ra) lead for high impedance. It was noted that this occurred during a mitral valve surgery. No intervention was done as a result. No patient complications have been reported as a result of this event.